Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shuts off by itself periodically and has alarmed battery out limit. Customer's blood glucose was above 300mg/dl at the time of incident. Troubleshooting found that the pump has alarms in the pump history and a blank display customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contact and corroded battery tube. Unable to verify battery out limit or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at the display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window.